Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cement has hardened quickly. New cement was used.  There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received that the type of procedure/therapy involved during the event was percutaneous vertebroplasty. After mixing the cement in the mixer as usual, it hardened during the filling of the second bone filler device (a component of kit), making it impossible to continue filling. Subsequently, spare cement and a spare mixer were opened, and mixing and filling were attempted in the same manner. However, the cement hardened during the filling of the third bone filler device.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.